Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) that appeared on the home choice (hc) during dwell. The home patient (hp) was connected at the time of the alarm. There were no open clamps on unused lines and all bags were spiked correctly. There were no problems noted with the supplies being used. The cause of the alarm was undetermined. The technical service representative (tsr) explained alarm and had hp close clamps then cycle power to clear the alarm. The tsr advised hp to discard supplies and start therapy over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.